Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: the last basal delivery was on (B)(4) 2014 at 7:09pm. A 6 hrs power interruption is observed on (B)(4) 2014 from 08:15am to 2:04pm. The total daily dose adds up and equals the programmed basal target rate. The battery compartment/cap are undamaged and able to fit to maintain electrical connection. The pump was returned with a ¿reyovac¿ alkaline battery, the battery was tested and found fully discharged. The pump reflected 24u after a 24hr on 1u/hr basal duration test. The product delivers within specifications. There was no defect found.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose up to 18 mmol/l with extreme drowsiness and confusion associated with an allegation of inaccurate insulin delivery. Troubleshooting of the event indicated that the basal delivery totals in the total daily dose matched the active basal rate program and the pump boluses were recorded as programmed and matched to bolus totals. This report is made based on the allegation that the patient experienced hyperglycemia related to an allegation that the pump inaccurately delivered insulin.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.